Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an right ventricular (rv) lead polarity switch. There were high thresholds and high impedance on the lead and it failed to capture. After the lead numbers were accessed and were out of range, surgical intervention was required and it was determined that the lead pin was not properly affixed to the header of the device. The lead was re-inserted into the header and was found to be functioning properly. The lead remains in use. No patient complications have been reported as a result of this event.